Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a posterior fusion procedure in a patient diagnosed with c7 fracture. It was reported that set screws stripped at the time of final tightening. Even though the driver and counter were changed, it was the same. The stripped set screws had been discarded at the hospital. The driver will be returned. No patient injury / complication was reported.